Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen (B)(6) 2007 for a post-operative check-up and complained of vaginal spotting. The patient was advised by the physician to avoid lifting heavy objects and to continue medications given. On (B)(6) 2007, there were no complications noted. The patient complained of pelvic pain on (B)(6) 2012. The physician ordered an ultrasound imaging, which was refused by the patient. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.